Manufacturer narrative:
Additional information: section h3: evaluated by manufacturer: yes. Device evaluation: no suspect product was received; however, a photograph provided by the customer was evaluated. The picture shows a pseudophakic eye implanted with a tecnis monofocal iol preloaded in the delivery system model pcb00. A diminished transparency secondary to cloudiness at the iol-capsular bag complex plano was observed on an anterior segment photograph obtained from a slit lamp evaluation using retroilimination technique. From the photograph, it cannot be determined if the origin of the cloudiness arises from a capsular bag opacification or if it is related to lens cloudiness. Independently of the origin of the observed cloudiness, the visual function is most probably impacted. The root cause of the observed issue cannot be determined from a picture assessment. No issues that could cause or contribute to the complaint issues reported were identified during photograph evaluation. The "discolored" issue observed could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3, a4, and a5: unknown, as information was requested but not provided. Section d6b - explant date: not applicable, as lens remains implanted. Section e1 - telephone number: (B)(6). The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded monofocal intraocular lens (iol) that was implanted on (B)(6) 2021 is now fully opacified. Through follow-up, we learned that the opacification was noticed on (B)(6) 2025. No additional medical or surgical interventions were performed. The account stated that the opacification impairs the patient's vision. No further information was provided.